Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received an unknown drug (device registry listed the drug as unknown morphine 25mg/ml, 6mg/day as of (B)(6) 2014 in an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. The pump was removed within the last year (exact date unknown) due to infection. The reporter could not provide any further details.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.